Event description:
It was reported that the patient, who had an artificial urinary sphincter device implanted, experienced recurring incontinence. A revision surgery was performed during which, only the cuff was replaced from a 4.5 cm for a new 3.5 cm cuff. No further patient complications were reported.